Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the associated defibrillator displayed a "poor pad contact" message using these electrode pads. Complainant indicated that the clinician obtained a second set of pads from the same lot number and continued to get the poorr pad contact message. The clinician then used pads from a different lot number to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The actual stat-padz from the event were not available for evaluation. Instead, electrodes from retained samples of the same lot number 1424a were investigated. The retained samples were subjected to a continuity test, discharge testing, and impedance testing with passing results. A visual inspection found the lot assembly built according to specification. Review of all records were performed and passed. Evaluation of the retained electrodes did not reveal any irregularities that would have contributed to the reported event and concluded that the samples were assembled according to specification. No trend associated with similar reports